Manufacturer narrative:
H11: during evaluation, the device had a false downstream occlusion alarm. The cause was identified to be an out of calibration force sensor. The force sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.which requires replacement to address this issue.

Manufacturer narrative:
Correction b3: the event date was provided that this occurred in september of 2024. A specific date was not provided. Correction: f10/h6: health effect - impact codes. Additional information b5: the customer indicated that the roller clamp was closed and the pump did not alarm "downstream occlusion". H11: the device was received for evaluation. During functional testing, the reported problem was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not alarming for downstream occlusion while infusing neo synephrine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.